Event description:
It was reported that the system stored an untreated episode due to oversensing via a change in intrinsic morphology. Technical services reviewed and discussed the latitude data. Later, it was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Also, the smart pass had programmed itself off due to the low intrinsic amplitudes. Technical services advised some programming options. Ultimately, changed the sense vector from primary to secondary. No x-ray was taken. The patient received another inappropriate shock due to a change in morphology. The entire system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Also, there is a benign crack in the polycin vorite of the sense b notch. The crack did not progress into the lead insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored an untreated episode due to oversensing via a change in intrinsic morphology. Technical services reviewed and discussed the latitude data. Later, it was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Also, the smart pass had programmed itself off due to the low intrinsic amplitudes. Technical services advised some programming options. Ultimately, changed the sense vector from primary to secondary. No x-ray was taken. The patient received another inappropriate shock due to a change in morphology. The entire system was explanted and replaced. There were no additional adverse patient effects.